Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and the associated device displayed shock impedance measurements greater than 200 ohms when programmed to any configuration using the right atrial (ra) coil. The patient was seen for a revision procedure where the lead was surgically abandoned and replaced. The device remains in service. There were no additional adverse patient effects reported.